Event description:
It was reported that the patient started having pain and other complications from the implant surgery in 2003. The symptoms started six months post-op. It was also reported that there is a bulge in her abdomen area and it appears that something is starting to protrude.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.